Event description:
The investigator has indicated the previously reported events leading to CABG revascularization (chest pain, elevated troponin and aggressive restenosis) were definitely related to the study device.

Event description:
During the index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the distal rca. Another endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the 1st diagonal branch during the stage procedure which was planned within 6 weeks of the index procedure. The proximal lad, distal rca, right posterior descending artery and mid lcx were treated during the CABG procedure. Approximately 4 months post index procedure the patient suffered an mi. Cardiac catheterization was performed and the patient was noted to have in stent stenosis in the rca and triple vessel disease. The patient was also reported to have blood loss on this date. The proximal lad, distal rca, right posterior descending artery and mid lcx were treated during a CABG which occurred approximately 5 weeks post the index procedure. Ref 2953200-2011-00527 <(>&<)> 9612164-2011-01710.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi, gi bleed and tvr).